Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 350 mg/dl at the time of incident. The customer also stated that the motor on the insulin pump was not pushing out insulin. The customer stated that the numbers were scrolling up but there was no insulin coming out when they troubleshoot to fill the cannula. The customer's mother also stated that the insulin pump passed displacement test, self-test and the insulin pump rewind properly. The customer's mother also stated that her daughter experienced high blood glucose. The reservoir will not be returned for analysis.